Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
The customer called and reported a piece of the insulin pump cracked and the reservoir would no longer stay in place. Customer's blood glucose was 124 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.